Event description:
An attempt was made to implant a resolute integrity drug eluting stent (3.0 x15mm) in the svg to lad. The resolute integrity stent was being used in conjunction with a spider filter wire. The filter area was in direct contact with the stent and physician believes that he accidentally may have allowed the spider to puncture or tear the stent balloon during delivery. When the scrub tech attempted to inflate the balloon to deploy the stent it was as if the balloon was ruptured or torn. Device evaluation: the stent was positioned between the marker bands as per specifications. The device failed negative prep and could maintain pressure confirming the presence of a leak. The leak was confirmed on the inner. A small protruding hole was located just distal to the proximal marker band. The distal tip was damaged.

Manufacturer narrative:
Results: caused by another device -information received indicates that the damage was caused by the spider filter wire. Conclusion: caused by another device - information received indicates that the damage was caused by the spider filter wire. (B)(4).